Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the issue. Replaced the front end board as a precaution. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received front end module with a reported unit failure of ECG not properly working. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed front end module into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Replicated the failure of the ECG not properly working. An ECG was not able to be acquired in the ECG mode. The fat dept. Only observed a flat line with no ECG on the display. The board failed testing. Retaining the board in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental will be submitted on completion of investigation.

Event description:
It was reported during use that the cs300 intra-aortic balloon pump (iabp) ECG was not working properly. They were not able to acquire an ECG on the pump. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).